Event description:
It was reported that before an unk procedure, the staples when fired came out crooked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Clips. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled; eleven clips were ejected and five clips were fed and formed properly. The instrument locked out as intended. No conclusion could be reached as to what may have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further information is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.